Event description:
The pt reported, the pt has not used or charged her scs system since (B)(6) 2013 due to losing her external devices after having a stroke. Subsequently, a low energy replacement charging system was sent to the pt as the next course of action. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.